Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a double row mini open rotator cuff repair, a total of three (3) healicoil knotless regenesorb anchors failed, the first anchor (case- (B)(4)) broke upon insertion of anchor body. The surgeon noted bone was harder than anticipated and commented that he did not have correct axis for insertion. He used a 3.8 awl and 4.5mm dilator. Eyelet of anchor remained firmly in place with locked sutures. The surgeon then used footprint 4.5mm anchor in place of this, which worked well. The second and third anchors (case- (B)(4)) were used in the second lateral row, a pilot hole was prepared with a 3.8mm awl and 5.5mm healicoil tap. The surgeon attempted to load x4 ultrabraid sutures and x2 ultratape into eyelet. However, on both occasions, the surgeon pulled too hard on end of eyelet which dislodged from inserter. Both were discarded. The procedure was successfully completed with non-significant delay using a fourth back-up device. No further complications were reported.

Event description:
It was reported that during a double row mini open rotator cuff repair, a healicoil knotless regenesorb anchor failed, the anchor broke upon insertion of anchor body. The surgeon commented that he did not have correct axis for insertion. He used a 3.8 awl and 4.5mm dilator. Eyelet of anchor remained firmly in place with locked sutures. The surgeon then used footprint 4.5mm anchor in place of this, which worked well. The procedure was successfully completed with non-significant delay using a fourth back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports that one of the healicoil anchor broke. It was communicated that the "surgeon noted bone was harder than anticipated and commented that he did not have correct axis for insertion." Based on the information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The healicoil anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted for the retained portion of the anchor. There is potential risk for tissue inflammation and/or pain. The procedure was completed using a back-up device. No further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.